Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. The pump was received with intermittent button response due to flattened express, esc, act and upper arrow button dome switches. No unlocked lcd keypad connector was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that the buttons were hard to push. The representative also reported that there was a crack on the corner of the screen. The customer's blood glucose was 543 mg/dl at the time of call. The insulin pump will be returned for analysis.